Manufacturer narrative:
The reported catheter leak complaint was not confirmed during visual inspection and functional testing of the returned solex 7 catheter (lot # 213627). No device malfunction was observed during testing, and the catheter functioned as intended. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloon was fully inflated to 100 psi; no leaks or issues were found on the catheter. The balloon did not leak during testing. In addition, the returned catheter was connected to a known-good suk and ran on a peristaltic pump for 10 minutes at a flow rate of 240 ml/min. No leak was found, and the catheter functioned as intended. During further functional testing, the catheter was connected to the known-good suk and operated on the thermogard console system in the max warming mode at 37°c for 60 minutes, followed by the max cooling mode at 35°c for 60 minutes. The balloons were properly warmed during the warming mode and cooled during the cooling mode. The red pinwheel of the suk was spinning as normal. No leak was observed on the catheter. The catheter performed as intended.

Event description:
An ivtm therapy was initiated for a 66-year-old male patient. The primary cause of hospitalization and the need for ivtm therapy was hypothermia following cardiac arrest. The solex 7 catheter (lot # 213627) was inserted into the right internal jugular vein without difficulty. After two hours of ivtm therapy, a catheter leak was suspected. No further information was provided. No patient injury was reported.